Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a pediatric surgery, a small piece of the device fall in the child abdomen. After 15mn the surgeon found it and extracted it from the patient.